Manufacturer narrative:
H3: the power supply was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed with the returned power supply. It failed bench testing; the voltage drifted below spec. Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the starter board (product ID: bi71000226, lot number: rev. 1 : s/n (B)(6)) was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found. The power supply (product ID: bi71000450, lot number: rev. 1 : s/n (B)(6)) has been received. However, analysis has not be completed at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site's imaging system was "continuously beeping in a case and the logs are full of errors." The contact claimed they were unable to take an image, but weren't able to explain why. The contact denied there being any error messages on screen, only noting errors when in the log screen on the mobile viewing station (mvs). The site rebooted the system into operational mode. There was no beeping and pendant was ready to take a 2d image. They proceeded with the case. Later a manufacturer rep reported that the system was still unable to generate x-ray after the reboot and is down. The logs were reviewed and multiple 134 errors were found. There was no beeping but they were unable to use the system. No patient impact. 5 min delay and then imaging was aborted.

Manufacturer narrative:
A manufacturer representative went to the site to test the system. Multiple 134 errors were found in the logs. Power components were replaced. Product analysis #704266228:2021-03-08 23:14:46 cst webmremotews sfdcmnav product analysis task update workordername : wo00818453 analysis summary text : action/resolution: reviewed error logs and found multiple 134 errors. Got onsite and confirmed that 5 vdc power supply had drifted to it's lower limits. Replaced ps1 and adjusted to 5.10 vdc, replaced starter board and upgraded the starter cable. Performed seven 3d scans, six reboots, and multiple 2d exposures without issue. System is fully functional. Cable grade: a contact: (B)(4) demo/eval unit: false hardware p/f: pass imaging modalities failure: other imaging modalities p/f: fail imaging summary of failure(s): intermittent error 134 inspection and operational tests p/f: pass. Instruments p/f: pass. Is imaging failure resolved?: yes. Mechanical fit of part upon install: pass mechanical inspection p/f: pass record type: o2 system checkout (closed) software p/f: pass status: completed does the system perform as intended?: no visually inspected parts prior to instal: pass were hardware parts replaced?: yes. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.